Manufacturer narrative:
The subject device was not returned to omsc for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from sorc, there was the possibility that the reported phenomenon was attributed to the breakage of the camera cable due to the excessive stress being applied by user handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center (sorc) was informed from the user facility that in unspecified timing, the endoscopic image of the subject device became sandstorm display. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Sorc checked the subject device and found that the image of the subject device had noise due to the damage of the camera cable.